Event description:
A home pt's family member contacted baxter technical service center for assistance regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 1 of the automated peritoneal dialysis therapy. Reportedly, the home pt, during therapy, chewed a hole through the pt line of the homechoice set. Baxter's technical service center assisted the home pt's family member in ending therapy early. The home pt's family member setup with new supplies to complete the home pt's therapy. No pt injury or medical intervention was associated with this incident.